Event description:
It was reported that the patient underwent a device explant procedure as planned using the blueprint planning feature. An antibiotic spacer was placed. Cultures were positive for c acnes.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in a supplemental report.